Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: marks in the silicone housing over the valve casing were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). This device is not sold in the us. The most similar us-sold product 510(k) number has been provided. Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim valve malfunctioned, drainage was insufficient. The device was revised and replaced with a similar device.